Event description:
The customer reported that during an rf lung ablation procedure, the pt developed significant haemoptysis (approximately 40 mls) and the procedure had to be stopped. Type of treatment was not reported, but indicated as conservative.

Manufacturer narrative:
(B)(4). The incident sample has been rec'd and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.